Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ac adapter was not providing power to the controller. The site further reported that the ac adapter light would turn green but would not ¿register¿ on the controller. The patient was asymptomatic during the event. The event was not associated with any controller alarms or pump stop events. The ac adapter was exchanged with no reported patient consequence. The site indicated that it will be returning the ac adapter to the manufacturer.

Manufacturer narrative:
Product event summary: the reported event was confirmed at the bench level. The returned controller ac adapter passed visual inspection but did not pass fu nctional testing. The device failed to provide power to the controller and/or motor. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s controller ac adapter was not providing power to the controller. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination. Functional testing revealed that the ac adapter did not power the controller when connected. Further analysis revealed that one of the wires of the output cable was open. As a result, the reported event was confirmed. The most likely root cause of the inability of the controller ac adapter to provide power may be attributed to an open circuit along the output cable or output connector, likely due to wear. If information is provided in the future, a supplemental report will be issued.